Manufacturer narrative:
Concomitant medical products: syringe; mp9232-c; me1255; 10 ml bd syringe, ref: (B)(4), lot number: 6356885, exp: 2019-12-31, 0.9% nacl injection , therapy date: (B)(6) 2017. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the 0.2 micron filter while infusing tpn (500 ml) at 20 ml/hr. Other infusion via trifuse extension set where lipids at 1.1 ml/hr. On a separate line. There was no report of patient harm. The set was in use for 96 hrs. Per hospital protocol.

Manufacturer narrative:
The customer¿s report of a leaking filter on an extension set was confirmed. Visual inspection showed no discernible damage or abnormalities. The filter membrane showed evidence of build-up of a whitish material. Closer inspection of the filter membrane revealed excessive buildup/wet-out. Functional testing confirmed a slow drip leak from the filter vent. The cause of the leak was determined to be a wetted filter membrane as a result of prolonged exposure to tpn at a high rate.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak at the 0.2 micron filter while infusing tpn(500ml) at 20ml/hr. Other infusion via bi-fuse extension set where lipids at 1.1ml/hr. On a separate line.